Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced recurrence of atrial tachycardia and palpitations following a completed cardiac ablation procedure. The patient was treated for recurrence of atrial tachycardia with electrical cardioversion, which was successfully performed. A one-time dose of midazolam was administered orally, and oral amiodarone therapy was initiated. Electrocardiogram testing was conducted, revealing clinically significant atrial tachycardia and non-clinically significant sinus rhythm. The physician's assessment determined that the adverse event was not related to the catheter, the study procedure, or transseptal puncture. The event was cardiovascular and arrhythmia related. The patient had a repeat ablation procedure approximately seven months following the first procedure. No further patient complications have been reported as a result of this event.